Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll s/c 50 had foreign matter. The following information was provided by the initial reporter: material: 303310; batch#: 5132719. Verbatim: 2 different syringes had particulate in the syringe prior. The particles weren't present in the solution prior to use and was determined to be in the syringe. Images are attached but the 2 faulty items are still in the customer's office.

Event description:
Additional information from customer: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No. In description mentioned "2 different syringes" both are listed with the same material number (#303310). If they are indeed different, please provide the material numbers for both. The syringes are the same. Was the syringe connected to a needle? If yes, was it a bd needle? If it was please share product information. Unknown needle type. What was used the syringe used for? If it was used to exact liquid from a vial, is it possible the needle caused coring? Extract local anesthetic from vial.

Manufacturer narrative:
Investigation results: two photos, twenty unused samples, and two used samples were received by our quality for evaluation. In the photos and used samples, a foreign material could be observed; therefore, the reported incident could be verified. However, the foreign material was sent for ftir analysis and the results obtained do not correlate with material used in our manufacturing process. A root cause could not be determined. A device history record review found no non-conformances associated with this issue during production of this batch. This incident has been added to our database of reported incidents.